Event description:
It was reported that approximately one month post implant the leadless implantable pulse generator (ipg) exhibited an increase in thresholds. It was noted the patient was on dialysis and that the device was implanted following atrial flutter ablation procedure. It was considered this may have been the causes of the allegation. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.